Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the alleged issue could not be reproduced. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned device showed blood residues throughout the catheter. Compression indentations were observed between the 2 cm and 4 cm depth markers. No damage to the catheter was visible during an initial visual observation of the device. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the catheter was patent to infusion with no observed leaking. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaking in the catheter. Microscopic observations of the catheter shaft revealed small impressions from where the securement device was attached to the catheter, but no splits were observed along the catheter shaft. Fibrous encapsulation of indwelling catheters can cause the appearance of leaks without any actual catheter damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported customer had a PICC line that was removed from a patient and after removal they noticed it was punctured. The patient came in to be seen by them with problems associated with this line. No patient or user harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 01/13/2026: patient had pain on flushing so line was removed. A puncture was noticed in the internal part once removed. Securacath used to secure device.